Event description:
It was reported that the unit over insufflated during a case. It was further reported that there was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.